Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck in the guidezilla and the balloon ruptured during second inflation after being pushed hard. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
(B)(6).